Manufacturer narrative:
H3: one device was received for evaluation. Service history review indicated no previous service history. The reported issue was confirmed during visual inspection. The cause of the reported issue was a delaminated downstream occlusion (dso) seal. The dso seal was replaced. The device then passed all tests.

Manufacturer narrative:
B3: unknown; year valid. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion seal is completely unadhered on one side. There was no patient involvement. The issue was discovered during testing.